Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The right ventricular (rv) lead, right atrial (ra) lead, and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.